Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was capped due to an unspecified reason, and a new ra lead was implanted on (B)(6) 2023. Further information was requested but not provided.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.